Event description:
The company was informed that the pt experienced chronic issues with fluid build-up and pressure accumulation in her inner ear and at the implant skin flap site. The pt was treated with antibiotics, steroid treatments, and injections (types unk). The pt is being monitored.